Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the hospital for a device check, the device was found to be in backup vvi mode. The device was recovered. The patient went home without any problems.